Manufacturer narrative:
The device has not been returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support. While on support, purge flow low / purge pressure high alarms were noted. The patient is not in good condition and therefore, they did not want to change the pump or perform pump lysis.

Manufacturer narrative:
The investigation for the low pump flow and the high purge pressure (hpp) has been completed. Data logs were investigated, and as reported, there was a high purge pressure event. There is a distinct motor current spike without a change in p-level that is immediately followed by a 22-minute rise in purge pressure until the alarm triggers. The placement signal also steps down immediately after the motor current spike. The purge pressure returns to normal levels within 4 hours of the alarm and there are no further purge complications for the remainder of the case. These are all indications that biomaterial was in the cannula interacting with the pressure sensor face when it hit the impeller, causing a spike in motor current. As it got sucked into the purge gap, it caused the purge pressure rise. The step down in placement signal suggests that when the biomaterial got sucked into the purge gap, it was no longer interacting with the sensor face as much. Additionally, after the hpp resolves, the pump is run at p-4 for the second half of the case, and pump flows continue to be low. Product was not returned for investigation. It is most likely that the biomaterial ingestion worsened the low flows, but the root cause of the low flows was determined to most likely be patient condition based on data log review. Product was not returned for investigation. Based on data logs, the root cause of the high purge pressure was determined to most likely be biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿